Event description:
Per the surgeon, a csf leak was anticipated during implant surgery due to the mondini malformation of the child's cochlea. A csf leak was encountered and was controlled intra-operatively with packing. Following surgery, it was determined that the pt had a csf fistula. Revision surgery was done the next day. During surgery, the cochleostomy was packed with muscle and fascia. A lumbar drain was also placed during this procedure. The child is now using and deriving benefit from her implant.